Event description:
The customer was hospitalized for high blood glucoses. It was indicated that the set had been changed. Troubleshooting was performed. The pump passed functional testing. Programming on the pump was correct. It was mentioned that the custoemr re-used the reservoirs but did change the set every three to four days. Sites are often red, swollen, and sore.